Event description:
It was reported that a shaft break had occurred. A procedure was to be performed using a 28 x 3.00 promus elite drug-eluting stent. When the physician was advancing the stent into the guide catheter, the shaft of the delivery system broke while outside the patient's body. The physician noted they had not felt any resistance during the advancement. The device was successfully pulled out from the guide catheter. Another of the same device was used to complete the procedure with no issues and no patient injury.

Manufacturer narrative:
Device is a combination product. A 28 x 3.00mm p elite stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 225 mm distal to the distal end of strain relief as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break had occurred. A procedure was to be performed using a 28 x 3.00 promus elite drug-eluting stent. When the physician was advancing the stent into the guide catheter, the shaft of the delivery system broke while outside the patient's body. The physician noted they had not felt any resistance during the advancement. The device was successfully pulled out from the guide catheter. Another of the same device was used to complete the procedure with no issues and no patient injury.